Event description:
It was reported that patient faced infusion set fell off event on (b)(6) 2026 during use due to adhesive issue.

Manufacturer narrative:
Initial 1 of 2.Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545,Manufacturing Site:3003442380.